Event description:
I had a sleep apnea doctor back in 2019 that I did a sleep test with and he prescribed a resmed air sense 10 CPAP machine, as soon as I started using it, I started coughing from the machine. After using the machine for awhile I started getting very sick and constantly in the hospital. I was referred to a hematologist that did a bone marrow test and ended up diagnosing me with chronic myeloid leukemia. I spoke to 2 doctors regarding this and they said that I have a class action suit for malpractice. If you can help me or are able to direct me I would appreciate it. Ty (thank you) again.